Event description:
The patient contacted lifescan in 2005 and alleged that their one touch basic enhanced meter was reading inaccurately erratic. The patient had received results of 137 mg/dl, 175 mg/dl, and 217 mg/dl, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value thereby indicating a potential malfunction of the meter in terms of precision. However, during troubleshooting the patient was unable/unwilling to answer if the meter was set in the correct unit of measurement and if their testing technique was correct. The patient was walked through two consecutive check strip tests and the results fell outside the specified range. Based on the failed check tests, there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The patient did not receive any medical attention or treatment and there is no indication of an adverse event. Therefore, this case is reported as a product malfunction.